Event description:
The manufacturer received voluntary medwatch (mw5112565) alleging an issue related to a ventilator. The patient had lung cancer and passed away. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving voluntary medwatch (mw5112565) alleging an issue related to a ventilator. The patient had lung cancer and passed away. Section d4 has been corrected/updated in this report.

Manufacturer narrative:
The manufacturer previously reported receiving voluntary medwatch (mw5112565) alleging an issue related to a ventilator. The patient had lung cancer and passed away. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving voluntary medwatch (mw5112565) alleging an issue related to a ventilator. The patient had lung cancer and passed away. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. After receiving further information from the patient it is determined that the initial report should have been filed as adverse event only.

Manufacturer narrative:
Additional information was received on feb 20, 2025, and section h11 should be reported as: the manufacturer previously reported receiving voluntary medwatch (mw5112565) alleging an issue related to a ventilator. The patient had lung cancer and passed away. Additional information was received that patient also had pneumonia from an infectious organism in her lung. Eventually got diagnosed with lung cancer in her right lung in 2022. It came on aggressive, metastasized, and went into her bones. It happened very quickly. Doctor advised her not to do a do not resuscitate order due her bones were breaking every time she moved; it would crush them. Her bones being that way is because the lung cancer metastasized so quickly. Patient had also coughed up blood. The medical intervention was provided both home care and hospital care for the patient's treatment.". Section a1, a2, a3a, and b7 has been updated in this report.